Event description:
It was reported that the stent was deployed in a moderately calcified mid-lad as treatment for a dissection that occurred with the use of another interventional device. Resistance was noted during the attempt to remove the sds from the stent following deployment. A dissection was then noted in the vessel proximal to the implant stent. Another stent was implanted to treat the dissection.